Manufacturer narrative:
This report is filed on january 31, 2018.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017 due to incorrect placement of the electrode array. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the device was rejected during initial implantation surgery. There is no adverse event associated with this event.